Event description:
It was reported that this pacemaker system was tested during implant procedure and no threshold measurements or capture in bipolar configuration could be obtained. Technical services (ts) was consulted and indicated that the non-boston scientific right atrial (ra) lead appeared to be related to the exhibited issue. Testing was performed on the ra lead and capture was obtained by programming the lead to unipolar configuration, atrial sensing could not be obtained. Technical services (ts) reviewed possible causes for the issue and recommended ra lead revision. No adverse patient effects were reported.